Manufacturer narrative:
Through another product complaint report, it was identified that the patient's procedure on (B)(6) 2021 was a revision surgery which was not previously reported as a complaint. The patient's index surgery could not be identified; therefore, the devices which were implanted in the patient are unknown. Additionally, the reason for the revision on (B)(6) 2021 is not known. As the failure mode and device information is not known, further investigation could not take place. Therefore, the root cause of the event could not be determined based on available information.

Event description:
A patient with eleos limb salvage system was revised on (B)(6) 2021. The reason for revision is not known. This event will be reportable to the FDA as a serious injury due to the revision procedure.